Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. After completing treatment the patient found fluid had leaked on to the floor. He was not able to identify the source of the leak. There was no visible damage to the cassette and it was not wet. The set was not made available for evaluation. During follow up the patient reported that his effluent remained clear. No antibiotics were prescribed.